Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use ( nicked and gouged ) also has fractured on lateral side of post, all pieces returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a knee arthroplasty the provisional implant broke during removal. No known adverse event was reported. Attempts have been made and no further information has been provided.